Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown spine (titanium cage system) /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: clarke, m. J. Et al, (2015) fusion following lateral mass reconstruction in the cervical spine. J neurosurg spine, 22:1477-9. USA article. This article presented 7 cases in which lateral mass reconstruction with a cage or fibular strut graft was used to provide load-bearing support, including 1 case of bilateral cage placement. A retrospective review was performed of the medical records of all 7 patients who underwent lateral mass cage placement or fibular strut grafting from 2007 to 2009 at 2 academic institutions. Cages were secured with small fragment screws (synthes). Four men (57%) and 3 women (43%) with an average age of 49 years (range 16¿77 years) were treated. A neoplastic process was diagnosed in all patients. Case 5: this was a (B)(6) man who presented with cervical myelopathy and a history of surgery for cervical chordoma (c1-c3), followed by radiotherapy. The patient underwent removal of posterior hardware (manufacturer not identified in article) and reconstruction of bilateral lateral masses using titanium cages (manufacturer not identified in article). Complications: csf leak, urinary tract infection. This is report 3 of 3 for (B)(4). This report is for: unknown spine (titanium cage system), unknown quantity, unknown lot number.